Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the account was not able to provide the lot number. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a pulse field ablation procedure with the farawave 2.0 cath 31mm catheter to treat atrial fibrillation (a fib) the patient experienced eye damage due to presumed air embolism. The device will not be returning as it was disposed by customer.